Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It is possible that during advanced toward the lesion, the balloon became compromised with the mild tortuosity, mild calcification and 90% stenosed anatomy compromising the balloon, resulting in the balloon rupture; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat an eccentric, de novo lesion in the distal left anterior descending coronary artery with mild tortuosity, mild calcification and 90% stenosis. A 2.00 x 12 mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance; however, the balloon ruptured on the first inflation at 6 atmospheres. The bdc was simply removed with no resistance and a non-abbott drug coated balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.